Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed and found to have a completely broken grip tip. A piece measuring approximately 2.11 mm x 1.32 mm in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the curved bipolar dissector instrument had a broken tip. The customer was unsure if the tip broke while in use or before use. The customer visually inspected the patient's abdomen to search for a possible broken tip. The customer was planning to perform an x-ray to confirm that no fragments fell inside the patient. The procedure was continued as planned.